Manufacturer narrative:
Faulty foot left load cell.

Event description:
It was reported by service report that the scale was intermittently indicating weight discrepancy. No patient involvement or adverse consequences were reported.